Event description:
A hospital reported via a distributor that 6 units of the mr290ux autofeed humidification chamber were described as "cracked down the side of the chamber starting from where the (breathing) circuit would connect". The damaged chambers were detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
None of the subject mr290 humidification chambers have been returned to fisher and paykel healthcare for investigation. Our analysis is accordingly based on the event description and previous analyses of similar complaints. Results: the cracks to the mr290 chambers have been described as occurring down the side of the chamber dome in the vicinity of the breathing circuit ports. We are unable to carry out lot checks as no lot numbers have been provided. Conclusion: without the return of the complaint devices, we area unable to determine the exact cause of the cracks in this instance. All humidification chambers are pressure tested and visually inspected during production. Such cracks, if present, would have resulted in rejection of the chamber as it would not have passed the pressure test. The chambers most likely sustained impact damage during transit between the manufacturing facility and the end user or during storage at the end user facility. Our monitoring and trending of events involving cracked mr290 chambers due to transportation and handling has a rate in the last year.